Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a over delivery. Customer alleges insulin pump was over delivering because blood glucose value was low. Customer blood glucose value was 50 mg/dl. Customer was treated with food for low blood glucose. Troubleshooting was not performed however, insulin pump will not be return for analysis.